Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received. The device involved in the incident was unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown.

Manufacturer narrative:
(B)(4). This report for a leaking transfer set was not confirmed. Based on the information gathered during baxter's investigation the root cause of the report was undetermined. The label review found the labeling adequate for the potential use error in this complaint.

Event description:
The customer contacted baxter's service center regarding a patient who pulled apart the transfer set, resulting in fluid leaking during dwell 3 of 6 while using the homechoice (hc) machine. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2011, product surveillance contacted the registered nurse (rn) regarding the transfer set. The rn stated, the hp caused the transfer set to come apart. The rn would not provide an exact explanation of how the hp caused the disconnection. The rn stated the cause of the disconnection was not due to any baxter products. There was no report of injury or medical intervention. There were no further details.